Manufacturer narrative:
Complaint confirmed on returned meter. No manufacturing parameters found out of spec and original aaa toshiba batteries voltage were measured at 1.494v and 1.493v. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was received at mg/dl. No error was observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that the uom setting of their freestyle meter changed. There was no report of death, serious injury or mistreatment.